Event description:
While using a byte day aligners, patient reported that their top aligner has cracked and is cutting the inside of their mouth and lip. They cannot wear the aligner. Requested additional information and asked patient to try to go to the previous aligner until they can get replacement.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.